Event description:
The manufacturer received information alleging dreamstation auto CPAP does not blow any air. The device was not known to be in use on a patient at the time of the occurrence. The dreamstation CPAP device was returned to the manufacture's third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device had error 73 on the log and pca with oxidation and burnt component. Additionally, the following parts were contaminated, blower, blower outlet seal/isolator kit, blower box kit, iso port/ kit saline pollution screw kit saline pollution, inlet/outlet seal saline pollution, top enclosure kit, heater plate kit saline pollution. The root cause isn't confirmed at this time. Per customer's request, no repairs were performed, and device was requested to be sent to the manufacturer's product investigation lab (pil) for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.